Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three large volume infusors were leaking from the blue wing tip. This event was identified at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from march 28, 2019 - march 30, 2019. H10: the actual three (3) devices were evaluated. A visual inspection performed using the naked eye found fluid inside the bag that contained the samples. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. Functional testing was performed by filling the devices with green colored water. After fill and prime, the blue winged luer cap was hand tightened. The samples were monitored until the next day and no signs of leak were observed. The devices were found to be conforming product. The reported condition was not verified on the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.